Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated it was reported that the patient was no longer seeing improvement and that there should be a note from the physician to make therapy adjustment on file, the patient not able to urinate on their own starting (B)(6) 2025. The patient representative also mentioned that the patient was not able to feel stim starting 5/8 and had bleeding on lead site. Advised that no notes available for therapy adjustment, had assisted to increase stim instead from (program 3) stim 0.9 to 1.1. The patient now able to feel stim. Send san to manufacturer representative (rep) to provide additional assistance to patient